Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 7.8 mmol/l (compact plus system 1) and 4.2 mmol/l (compact plus system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.